Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study reported the event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the pump was loose in the pocket. The pump was repositioned on (B)(6) 2017. No symptoms were reported. The event status was unknown at this time. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study reported the device diagnosis was pump migration. On 2017 (B)(6) upon examination the pump was found to be loose as previously noted. It was noted that the suture anchors ruptured due to the patient having intractable seizure (patient has history of seizures unrelated to the pump). The pump anchor sutures were replaced on 2017 (B)(6) along with the pump repositioned as previously mentioned. The event resulted in in-patient or prolonged hospitalization. The outcome of the event was noted as ongoing. The patient was receiving hydromorphone 6.0mg/ml for a total dose of 2.7952mg/day. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related not related. The event date was changed from 2017 (B)(6) to 2017 (B)(6). No further complications were reported/anticipated.